Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 12, 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser settings used were 500 millijoules and 18 hertz. According to the complainant, during the procedure, the laser fiber was not able to fire on the stone and the fiber connector to the machine was noted to be hot when disconnected. Reportedly, there was no burn injury to the user. Reportedly the laser fiber has been reprocessed 8 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6), 2020. Reportedly, laser settings used were 500 millijoules and 18 hertz. According to the complainant, during the procedure, the laser fiber was not able fire on the stone and the fiber connector to the machine was noted to be hot when disconnected. There was no burn injury to the user. Reportedly the laser fiber has been reprocessed 8 times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 276.5 cm from the top of the connector to the tip. The exposed glass tip measured approximately 0.3 cm and the tip was degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Fibers are consumable and meant to degrade. Visual examination revealed that light was observed from the sma connector but was non-circular, indicating a fracture of the fiber in the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device observed that the fiber was damaged in the sma connector, causing the inability to fire and the reported hot connector. A break occurring during use could result in laser energy escaping, resulting in overheating in the sma connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.